Manufacturer narrative:
The insulin pump had a motor error alarmed during the basic occlusion test and unable to prime during the prime/ compromised force sensor test due to faulty force sensor resistor (gold). The motor was test outside of the device and passed all the motor tests. There was no damage found on motor. The keypad button functions properly. There was no damage found on keypad trace. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the pump had a prime/fill anomaly and motor error. The blood glucose at the time of the incident was 116 mg/dl. The customer states the insulin squirted out, during manual prime and the piston continues to move forward after reservoir contact. The customer states the drive support cap appears intact. The customer states the insulin pump did not continue to drip after letting go of the act button. There was no motor position encoder error noted and the pump is able to rewind. Troubleshooting was not able to resolve the issue. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The device will be returned for analysis.